Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were leaking. Additional malfunctions include the rexroth valve was sticking, the compressor was noisy and had low output, and the power switch had no alarms.